Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a recurring power error detected. Customer's blood glucose was 500 mg/dl and was treated with manual injection and completed high blood glucose troubleshooting. Customer was advised that the insulin pump is being replaced due to recurring power error detected alarm. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 alarm. The power management tool confirmed power error 25 alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.